Manufacturer narrative:
(B)(4). Date sent: 04/14/2020. Additional information was requested, and the following was received: what were the indications for surgery? Laparoscopic anterior resection of the rectum what healthcare professional shot the device and what is their experience with the device? Professional expert in colon surgery and speaker where on the green space adjustment scale was the indicator located before shooting (b low, b medium, or b high)? According to what the doctor reports b. Low was there a change in the procedure? Not reported were there any patient consequences or changes in the patient's postoperative care as a result of the event? Not reported there was no knife drive so there were no tissue injuries and another device was used.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was there a change in the procedure? If yes, please explain was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an anterior resection of the rectum by laparoscopic route, a circular mechanical suture was inserted per the anus and adjusted with the anvil until a safety click was heard. Suture was closed until it hit the orange safety mark and after waiting 30 seconds, the safety pin was removed and the suture mechanism was actuated without hearing it close, and without repaired prolene rupture as witness of suture cut. A suture decoupling was performed with evidence of loose, incomplete staples, without closing them. Intraoperative colonoscopy showed multiple loose metal clips without rectal stump cut or bleeding, with a punch hole in the back of the stump. Use of new suture was required. There were no patient consequences reported. No additional information is available at this time.